Event description:
Pt to receive 50 ml dose of burnex at 4 ml / hour over 12.5 hour. The dose was hung at 0330 on alaris pump module hn14564102 connected to pcu serial #(B)(4). Rn beginning the infusion noted "epic was not responding to the pump." At 0930 the day shift rn discovered the medication had infused in 6 hours. The pump was removed with tubing intact and sent to the institution's alaris team and biomedical engineering for analysis. The alaris team pulled the cqi data from the devices involved and determined that the pump had been programmed correctly. Biomedical engineering went through the device logs, ran tests and preventative maintenance. The engineer concurred that the pump was set up and programmed correctly. The flow rate was stated to be 2012 high which was noted to be within standard for (B)(4). Nothing stood out in the device logs. Neither the alaris team, nor biomedical engineering could determine why the pump infused the medication in 6 hours rather than at the programmed 4 ml/hour rate. Clinical management reviewed the pump set up for clinical accuracy.